Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no patient involvement. (B)(4).

Manufacturer narrative:
The control printed circuit board was replaced by our field service engineer. The circuit board has been returned but the investigation has not yet begun. A supplemental medwatch will be provided when investigation is finished. (B)(4).